Event description:
Pt was in surgery for mitral valve replacement by heartport access technology. A retrograde dissection of the aorta occurred, pushing the balloon clamp towards the ventricle. Pt then had traditional open heart surgery to correct the defect. Pt is believed to now have a quadriplegia.